Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Ra lead alerts for rv bipolar failure over the course of several months. In office evaluation revealed noise on ra lead with left arm movements. Device remains implanted. Should additional information be received this file will be updated.